Event description:
During an in-clinic follow-up, increased capture threshold and decreased sensing were observed on the right ventricular (rv) lead. Lead dislodgement was suspected but it was not confirmed. A revision procedure was performed. An x-ray was performed during the revision and the lack of lead rv slack was observed. While trying to reposition the rv lead, the helix of the rv lead was unable to retract. The rv lead was then explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned with its helix retracted and clogged with blood / tissue for analysis. Visual and x-ray examination of the helix found no anomalies although the inner coil at the connector region was noted to be over torqued. The cause of the reported event was isolated to the helix clogged with blood / tissue and the inner coil over torqued at the connector region consistent with procedural damage. The reported events of inadequate capture and r ¿ wave amplitude were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.